Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
There was an avulsion of the greater tubercle of the humerus still attached to the rotator cuff. While using the scorpion to pass suture through the cuff the scorpion needle hit this avulsed piece of bone in the rotator cuff and broke the tip of the scorpion needle. Per the rep, the needle tip was not retrieved or accounted for. Male, (B)(6). X-rays were not taken post op to confirm the location of the broken tip.